Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed as the returned device was able to be inflated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.0 x 60 mm armada 14 dilatation catheter was removed from the packaging and prepared for use. During preparation, it was noted that the balloon dilatation catheter was leaking from the hub. The device was not used and there was no patient involvement. A new balloon dilatation catheter was used. No additional information was provided.